Event description:
It was reported the bottom lcd (liquid crystal display) is faulty. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the lower part of the display was missing columns of pixels. (B)(4).